Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring medical intervention. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date beginning after a supply change, with persistent elevated glucose despite insulin delivery, which is consistent with a failed infusion set or other fluid pathway issue resulting in insufficient insulin delivery. The user reported changing supplies without identifying visible issues, and clinical context suggests potential absorption issues such as scar tissue may have contributed. Based on available information, no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia requiring hospitalization after prolonged elevated blood glucose. The user received medical treatment and was discharged. The user recovered and resumed therapy.